Event description:
It was reported to philips that the device displaying an asystole alarm after performing ops check. No adverse event involving patient or user was reported.

Manufacturer narrative:
Added usage information.